Event description:
Complaint was of an underdelivery.

Manufacturer narrative:
Submission date of this report: 06/26/07. The lab evaluation indicated that the complaint of an underdelivery was confirmed and that the pump failed to function properly due to the broken transducer adapter bracket. Underdelivery due to broken adapter bracket.